Event description:
It was reported that an nc sprinter balloon was being used during a procedure to dilate an unknown brand stent. The balloon was expanded and it successfully dilated the stent; however, the luer lock released and the indeflator became unattached from the hub of the balloon. Another unknown balloon was then used to completely post-dilate the stent. The nc sprinter balloon had been inspected and negative prep was performed before use with no issues noted. No patient injury occurred and no clinical sequelae were reported.

Event description:
Evaluation summary: the distal tip was flared. There was no detachment observed on the returned device. The distal shaft was kinked. Visual inspection confirmed there was no damage or deformation to the luer or the luer treading. The device luer was connected to the syringe returned by the account with no resistance/difficulties noted. The device remained securely connected to the syringe. The device luer was connected to an indeflator with no resistance/difficulties noted. The device remained securely connected to the indeflator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation results: (alleged failure could not be duplicated ¿ cause of event unknown). Evaluation conclusion: device evaluated and alleged failure could not be duplicated ¿ cause of event unknown. (B)(4).

Manufacturer narrative:
Evaluation results: (root cause could not be determined); no results available since no evaluation was performed (device evaluation not yet begun). Conclusion results: (root cause could not be determined). Unable to confirm complaint (device evaluation not yet begun). (B)(4).